Manufacturer narrative:
Product investigation completed. Product analysis did not confirm a product malfunction as the most probable cause of the reported events.

Event description:
It was reported that the patient experienced artificial urinary sphincter (aus) pump migration up the scrotum. The physician felt there was not enough tubing to reposition the component into a dependent spot. Therefore, the physician elected to remove and replace the pump. There was no device malfunction associated with the migration. The patient was said to be good following the procedure.

Event description:
It was reported that the patient experienced artificial urinary sphincter (aus) pump migration up the scrotum. The physician felt there was not enough tubing to reposition the component into a dependent spot. Therefore, the physician elected to remove and replace the pump. There was no device malfunction associated with the migration. The patient was said to be good following the procedure.